Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 -11.0/1.0/087 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. Excessive vault was observed. Lens was exchanged on (B)(6) 2024 for a shorter length lens and problem was resolved. Cause of event is reported as unknown.

Manufacturer narrative:
(B)(4).